Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.¿.

Event description:
It was reported that while using bd facslyric¿ has a contamination problem when she passes 2 consecutive tubes.

Manufacturer narrative:
G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.¿ h.6: investigation summary: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported complaint regarding carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24may2021 to date 24may2022. Complaint trend: there are 9 complaints related to the issue of carry over; (B)(4). Date range from (B)(6) 2021 to date (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part # 663029, serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to insufficient sit (sample injection tube) flushes between samples. Residual sample may contribute to incorrect results. The fse (field service engineer) serviced this instrument already the day before (23 may 2022) per case no: (B)(4) by replacing the sheath filter assembly. Regarding this issue, the system support engineer (sse) instructed the customer over the phone to perform 3 sit flushes between the 2 samples to ensure proper flow and accuracy. After the instructions the instrument was performing as expected. No parts were requested for evaluation as there was no parts replaced. No patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case #(B)(4) install date: 11sep2019 defective part number: n/a o subject / reported: (B)(4)- facslyric 3l12c ceivd instrument - contamination issue o problem description: the client said that she has a contamination problem when she passes 2 consecutive tubes. Anthony has already replaced the filters following an intervention yesterday. Case comments : the client said that she has a contamination problem when she passes 2 consecutive tubes. (B)(6) has already replaced the filters following an intervention yesterday. Edit date/time: (B)(6) 2022 15:02:29 gmt field: solution notes old value: null new value: I asked the client to do 3 sit flushes between the 2 samples as it works cleanly. Edit date/time: (B)(6) 2022 09:32:56 gmt field: solution notes old value: I asked the client to do 3 sit flushes between the 2 samples as it works cleanly. New value: problem solved. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: 89171 o ID: libiv d-ra-63 2.1.8 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O risk control: - design to ensure that there is no back drip. - automatic sit flush to minimize carryover between tubes. O req link (azure ID): - (B)(4)- libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control - libivd-se-15-72p o effectiveness verification: - lsvn-1008-dr o libivd-se-15- 72f o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to insufficient sit flushes between samples. Conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was due to insufficient sit flushes between samples. The system support engineer (sse) instructed the customer over the phone to perform 3 sit flushes between the 2 samples to ensure proper flow and accuracy. After the instructions, the instrument and was performing as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using bd facslyric¿ has a contamination problem when she passes 2 consecutive tubes. The following was reported by the initial reporter: the customer reported contamination when 2 consecutive tubes are passed.